Manufacturer narrative:
Block b3: exact date unknown, event occurred four months prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2352-50. Serial: (B)(6). Batch: 7078357/ 7078174.

Event description:
It was reported that the patient was experiencing pain at the pocket site. The patient underwent a spinal cord stimulator (scs) explant procedure, and the explanted devices were will not be returned per facility policy.